Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that a new battery cap was not able to be secured properly to the pump. It was noted that the groove inside the battery compartment looked stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the battery compartment threads were stripped/damaged. There was no battery cap returned with the pump. A test cap was used and was able to maintain a connection with the pump. Unrelated to the complaint, evaluation revealed that the display was dim and discolored.